Event description:
Information was received from a healthcare provider (hcp) who reported they wanted a list of implanted materials for the patient¿s system due to a possible allergic reaction. The patient contacted the hcp on (B)(6) 2024, to report slight swelling they felt in their head and sensation of ¿cord pulling.¿ almost a week later the hcp later reported the patient noticed a localized inflammatory reaction or allergy including induration around the lead wire and scattered bumps at the extension within about a month after the stage 2 implant on (B)(6). In addition, they mentioned swelling due to reaction and erythema. The reaction was treated with antibiotics but wasn¿t responsive to treatment. The patient was going to undergo allergy patch testing to determine if the condition was an allergic reaction.

Manufacturer narrative:
Section d10 references: product ID b32000 lot# 082m03624 implanted: (B)(6)2024 product type accessory product ID b3400060 serial# (B)(6) implanted: (B)(6)2024: product type extension product ID b3300542 serial# (B)(6) implanted: (B)(6)2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: (B)(6), ubd: 05-feb-2026, UDI#: (B)(4); product ID: b3400060, serial/lot #: (B)(6), ubd: 18-jun-2026, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(6), ubd: 21-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H11: no analysis was performed due to the non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from healthcare provider (hcp). Hcp reported that implantable neurostimulator was explanted due to I nfection.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.